Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece broke off of the drill during use and potentially remains in the patient's joint.

Event description:
It was reported that a piece broke off of the drill during use and potentially remains in the patient's joint.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: drill wire tip (phoenix cat02504) has broken off during drilling and probably got stuck in the patient's bone. The tip could not be found anymore. The missing drill wire tip is made of nitinol, approx. 3-5mm and ø 0.9mm. The first hole was drilled in the bone and the drill wire was removed with a slight force. Only then the return function of the drill was used to simply pull the drill wire out of the holes. Replacement was available. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device.